Manufacturer narrative:
Qn# (B)(4). New information received indicates that this was not a reportable event, thus, the initial MDR submitted on 02-nov-2022 should be retracted.

Event description:
It was reported in (B)(6) 2022, the syringe/needle connection was found not secured during use on the patient. No medical intervention was reported. The current patient's condition was reported as fine.

Manufacturer narrative:
Qn# (B)(4).